Manufacturer narrative:
Batch review performed on 12 october 2023 lot 2303248: (B)(4) items manufactured and released on 08-marc-2023. Expiration date: 2028-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2242600: (B)(4) items manufactured and released on 14-dec-2022. Expiration date: 2027-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.